Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their interstim was removed in 2017, a year after the device was implanted. Patient says it did not work and was not happy with the doctor's service. They did not recall the exact date but says it was still done at the same facility and with the same doctor as the implant.

Event description:
Additional information was received via letter. When asked if the device removal was elective the patient responded, "yes." Even though the patient said it was an elective removal context does not suggest it was elective. When asked to clarify the statement that the device did not work they said that it was describing an issue with symptom control. They made several visits to their healthcare provider, however, the doctor was unable to get it adjusted. The cause of the device not working was not determined. When asked what most likely caused or contributed to this issue the patient responded that the doctor cut their hand and they were one of the first patients after the doctor returned to office. When asked the status of the device the patient said they returned it to the healthcare provider and the doctor threw it in the trash in front of them and their spouse. The patient explained that they were very unhappy with this experience as the copayment for surgery was over (B)(6) and every call to the doctor was a copayment of (B)(6). The total cost for them was over (B)(6) with no success. They still have problems and are taking some myrbetriq daily which for a 90 day supply is a copayment of over (B)(6). The patient closed the letter with, "real poor experience." And "thanks for your interest in my case."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.